Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that a pump pixel issue on the display impacting the customer¿s ability to interact/read the pump. There was no adverse impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.